Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. One empty opened folder, a needle-suture piece, and a detached needle of product code 735g were returned for analysis. Upon initial inspection of the sample no foreign matter, hair or defects were observed on the sample received. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide procedure name and date. Please provide lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before procedure start, circulating nurse noticed a human hair in the package of a silk suture before it was opened. It was set aside. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.